Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included morphine. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), genital haemorrhage ("horrible bleeding"), abdominal distension ("bloated"), vulvovaginal pain ("vaginal pain") and bladder pain ("bladder pain"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and bladder pain outcome was unknown. The reporter considered abdominal distension, bladder pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, genital haemorrhage, vulvovaginal pain, bladder pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included morphine. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), genital haemorrhage ("horrible bleeding"), abdominal distension ("bloated"), vulvovaginal pain ("vaginal pain") and bladder pain ("bladder pain"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and bladder pain outcome was unknown. The reporter considered abdominal distension, bladder pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, genital haemorrhage, vulvovaginal pain, bladder pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.